Event description:
Clinical report states patient was revised to address aseptic loosening of the femoral component and tibial tray. It is not known at which interface the loosening occurred. Depuy cement was used in the primary surgery.

Manufacturer narrative:
Update 01/29/2013 - patient medical records received. Review of the supplied medical records confirmed loosening of the tibial component. The reported loosening of the femoral component was not confirmed. The investigation could not draw any conclusions about the root cause of the loose tibial component based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.